Event description:
It was reported that the 9900 system had a control panel error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel, fluoro functions board, and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended, and put back into service.